Event description:
This report summarizes 30 malfunction events in which the device reportedly had a decrease in pressure. 20 events had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 30 previously reported events are included in this follow-up record. Product return status: 23 devices were received. 7 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 30 events were reported for this quarter. Product return status 21 devices were received. 5 devices were not available for evaluation. 4 device investigation types have not yet been determined. Additional information 30 devices were not labeled for single-use. 30 devices were not reprocessed or reused.

Event description:
This report summarizes 30 malfunction events in which the device reportedly had a decrease in pressure. - 20 events had no patient involvement; no patient impact. - 10 events had patient involvement; no patient impact.